Manufacturer narrative:
Bearing lower frame tube.

Event description:
It was reported by service report that the cot's legs will not extend with weight on it. No pt involvement or adverse consequences are reported.